Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphadenopathy.

Event description:
Patient reported silicone in lymph node and rupture of right device, diagnosed during ultrasound examination of enlarged lymph node. Patient further reports "a lump in the right breast and was also diagnosed with lipoma". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on anterior side assessed as unidentified (tear) opening (shell thickness was within specification) silicone migration: unable to confirm as it is a medical event not related to the device. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Additional observations: crease folding observed. Wear abrasion observed. Yellow particles observed. No further actions are required as the device was implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Corrected data: a.2., b.3.

Event description:
Patient reporting silicone in lymph node and rupture of right device, diagnosed during ultrasound examination of enlarged lymph node. Patient further reports "a lump in the right breast and was also diagnosed with lipoma". This relates to the right side. Device has been explanted. Device was not replaced.

Event description:
Physician reported right side capsular contracture, baker grade unknown and confirmed device rupture diagnosed by ultrasound.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to reason for reoperation: silicone in lymph node, rupture of right device, enlarged lymph nodes diagnosed during ultrasound.